Manufacturer narrative:
(B)(4). Batch r59748. Investigation summary: one photo was provided; the picture shows a blue reload from the bottom view. The sled can be seen partially advance. This condition on the returned reload would not allow the device to fire. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. It was reported that: would not fire. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60b cartridge reload not loaded on the device. The reload was received partially fired 1/16 and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a rectal resection surgery, device could not fire when severing rectum tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.